Event description:
Revision of the left knee due to pain. Intraoperatively the metal clamp and the insert was found broken.

Manufacturer narrative:
Results of investigation: a revision surgery of a rt-plus system was reported. The explants are not available for investigation. The time of the device in-vivo was not provided. The received undated x-rays show the fractured clamp. The lateral view shows radiolucent areas around the femoral and tibial component (mainly around the stem). The stem of the tibial component is aligned towards posterior and lateral with the tip touching the lateral cortex. Based on the limited information, it remains unclear whether the alignment of the tibial component away from the anatomical axis contributed to the reported implant failure/fracture. Based on the available information, no thorough investigation can be performed and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the explants or additional information becomes available in the future this complaint will be reopened.